Event description:
The customer indicated that an emergency room (ER) pt had a urine sample tested with an icon 25 hcg test kit and the hcg result was negative (-). The ER physician did not believe the negative urine test result and requested a serum sample to be tested quantitatively for hcg. The customer indicated that the physician did not provide a specific reason as to why the icon 25 hcg result was not accepted. The pt's serum sample was sent to the lab for a serum quantitative bhcg. The quantitative bhcg result was 150 miu/ml. There has been no change to pt treatment that can be attributed to this event.